Manufacturer narrative:
Additional information received indicating there was no injury to the patient.

Manufacturer narrative:
Please note that while this product is not sold in the us, it is considered similar to products that are marketed in the us by (B)(6). The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review. Multiple unsuccessful attempts were made to obtain the patient outcome.

Event description:
In this event a customer reported that an eddy irrigation tip broke during use. The event outcome is unknown as of this MDR evaluation.